Event description:
It was reported that the customer experienced a low blood glucose (bg) level that was displayed as ¿low¿, although a specific value was not provided and customer lost of consciousness. Suspected cause was due to the customer¿s settings requiring adjustments. Reportedly, emergency medical services were called and assisted by giving the customer sugar. Customer updated their pump settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.